Event description:
During lead and pocket revision surgery, communication with the implant was unsuccessful. The surgeon decided to replace the implant with another advanced bionics spinal cord stimulator.